Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's meter was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there were segments missing from the display on a coaguchek xs meter, which could affect the interpretation of the customer¿s results. The customer stated that each 8 on the device's display is missing the left and right segment of the top circle and there are segments missing from the time and date numbers.

Manufacturer narrative:
The meter was returned for investigation and tested for damage or contamination. The investigation shows that the circuit board is contaminated by penetrated liquid which is indicative of handling error. The root cause of the malfunction is the contamination of the contacts due to improper handling or maintenance. Medwatch fields d9 and h3 were updated.